Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle 25g 1in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: needles were blocked.

Event description:
It was reported that 2 needle 25g 1in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: needles were blocked.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found.